Event description:
Date: (B)(6) 2015 - catheter reportedly removed due to alleged thrombosis.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval.